Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, keypad/button unresponsive/button error, battery cap contact missing/damaged, belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880, acc-1601. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for acc-1601.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test and self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus and they all worked properly. Unable to download using thump software. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. No damage noted to keypad assembly or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The following were noted during visual inspection: scratched case. In conclusion, customer concern with keypad/button unresponsive and battery cap were not confirmed. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.